Event description:
It was reported to philips that the device experienced a charge shock failure during testing. There was no patient involvement.

Manufacturer narrative:
The customer / biomed worked with the technical support representative. The device was found to need a therapy pca replacement. Upon conclusion of the evaluation, it was determined that the therapy pca requires replacement. The biomed was instructed to replace this part. No further actions at this time.